Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the device speaker malfunctioned. There was no adverse event to the patient or user.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating that the device was showing a speaker malfunction. The device was not in use on a patient at the time of event, and no adverse event involving a patient or user was reported by the customer. The bench repair technician (brt) confirms that the visual inspection found that there were scratches and delamination on bezel, lcd dimming to age, corrosion on all pins. Yellow housing/dirty/upgrade us156, no speaker sound at start up test. Failed manual power on test. Will not connect to piic due to bad radio/antenna. The brt tested the device by connecting an ECG simulator. The brt confirms that audio was not heard the device was operational after replacement of the speaker was completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.